Manufacturer narrative:
Product analysis conclusion the reported infolding and type ia endoleak could not be confirmed on the films provided; therefore, the cause of the events could not be conclusively determined. Post-implant CT¿s were not available for review for a more thorough analysis of the stent graft in-vivo configuration. Post-implant angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Anatomical factors that may have contributed to the reported event were evident on the images reviewed, including aortic neck angulation, a conical neck morphology, and the presence of calcification. It is possible that, although the device was appropriately sized based on measured aortic neck dimensions, these anatomical characteristics may have influenced device behaviour, potentially contributing to the reported infolding and subsequent proximal endoleak. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 58mm aaa. The neck was noted as hostile due to angulation (45 degrees) and conical. The proximal neck diameter measured 24mm-26mm and 20mm in length. Mild neck calcification was noted. It was reported during the index procedure at the end of the procedure a slight type ia endoleak was observed. The endurant iis was re-moulded using a reliant balloon and appeared improved.. The physician decided to observe on follow up cts. Follow up CT approximately 5 months post the index procedure showed the type ia endoleak caused by stent graft infolding. There was no decrease of blood flow or occlusion due to the infolding. No complaint is noted against the limbs. Per the physician the cause of the infolding and endoleak was due to oversizing. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.